Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 11-jan-2023. H6: investigation summary the customer reported drip chamber issues, and returned one used sample, and one unused sample. The unused sample was opened and tested, without any failure. The used sample came separated at the drip chamber, and the complaint is verified. The issue is being worked on in our manufacturing plant under a funded project to lower the risk of the solvent dispenser malfunctioning. The material and lot reported fall under this ongoing project. Device history record review for model 10014881 lot number 22109185 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing secondary set tubing separated from the drip chamber during use. The following information was provided by the initial reporter: "we have another case of defective bd tubing. Same issue as previous ones: description of complaint: it was reported by the customer that tubing comes apart from the drip chamber."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing secondary set tubing separated from the drip chamber during use. The following information was provided by the initial reporter: "we have another case of defective bd tubing. Same issue as previous ones: description of complaint: it was reported by the customer that tubing comes apart from the drip chamber."